Event description:
It was reported that when using bd pyxis¿ medstation¿ es auxiliary had no power and displayed a black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a damaged pyxibus cable in the auxiliary cabinet. A field service engineer disconnected all connections to the power supply and cycled the power switch, confirming the power supply fan was operational. The engineer reconnected the power supply and tested the station by connecting only the main drawer, which allowed the station to boot. When the auxiliary was connected, the station failed to power on. The engineer tested individual drawers in the auxiliary cabinet with no success, replaced the auxiliary cabinet controller without resolution, and then identified a cut pyxibus cable on drawer 7. The damaged cable was replaced, after which the station powered on successfully. Diagnostics were run with no errors, and the customer logged in without issues. Proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had no power and displayed a black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.